Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a motor error alarm. The blood glucose reading was 359 mg/dl. Nothing further reported.